Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Conclusion: failure event observed during analysis. Final ananlysis found that the re cable lumen was abraded at 81.2 cm - 81.5 cm and 81.9 cm - 82.5 cm from the connector pin. (B)(4).